Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was 337 mg/dl. Tandem technical support performed a system check and found that the cartridge would be changed. Reportedly, the customer was using apidra insulin.